Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 implantable pulse generator, (B)(6) 2006; 4058m52 implantable pacing lead (B)(6) 1994. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had very high thresholds. The lead was capped and was replaced. No patient complications have been reported as a result of this event.